Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device not returned to date.

Event description:
As reported (B)(6) 2017: when prepping for a microwave ablation procedure, when the sterile packaging of the device was opened, it was noted the inner package was not sealed. The package was set aside and a new of the same device was used to successfully complete the procedure. There was no harm to the patient as there was no patient contact. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one packaged pmta accu2i intermediate applicator. A visual review of the returned device noted the seal of the package tray wall was damaged, thus breaching the sterility of the internal devices. The damage to the tray was not due to normal handling, shipping or storage, which would normally be experienced by this type of medical device, in the distribution system. The customer's reported complaint description is confirmed. A definitive root cause cannot be determined although it does not appear to be manufacturing related. The most likely root cause of the cracked tray side wall may be related to, or as a result of, additional mishandling of the tray after the device left the manufacturing facility. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number contains a statement "inspect packaging and expiration date prior to use. Using appropriate aseptic techniques remove the accu2i pmta applicator from the sterile packaging. Do not use the accu2i pmta applicator or the temperature probes if the sterile packaging is broken, altered or compromised". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).